Event description:
It was reported that, the patient with this right ventricular (rv) lead presented with pain in the chest after a few days of implant. Upon review loss of capture and a cardiac effusion was found due a cardiac perforation cause by the rv lead. Subsequently, this rv lead was repositioned into a better position on the septum. This rv lead remains in service. No additional adverse patient effects were reported.